Manufacturer narrative:
The technician found the grooved pin and push nuts missing from the foot release rod. The technician replaced the grooved pin and push nuts to repair the stretcher.

Event description:
Info received indicates the stretcher will not go into the reverse trendelenburg position.